Event description:
It was reported that the patient underwent an open right indirect inguinal hernia repair on (B) (6) 2008. The wound discharge summary dated (B) (6) 2008 was unremarkable. The patient experienced a hernia recurrence in (B) (6) 2009. The patient reportedly saw a different surgeon in (B) (6) 2009. A surgical repair was performed on (B) (6) 2010. On (B) (6) 2010, the patient was asymptomatic and the wound was ok.

Manufacturer narrative:
(B) (4). (B) (4). Hernia recurrence. Conclusion: no conclusion can be drawn at the time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.